Manufacturer narrative:
It was later confirmed by the customer that their device will not be repaired and has been permanently removed from service.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device has a service light present and the word service across the display intermittently. The word service across the display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. Additionally, the device would intermittently reboot by itself and ask the end users to enter in a pass-code. There was no patient use associated with the reported event.